Manufacturer narrative:
Updated fields: b4,d9, g3, g6, h2,h3, h6(investigation findings, type of investigation, investigation conclusions, component code), h11. A getinge field service engineer (fse) was dispatched to the site to evaluate the unit. Upon arrival, fse checked the device and reported that power management board was out of order. He replaced power management board (0670-00-1162) and re-performed the battery maintenance test with positive result. Device passed all performance according to factory specifications. Device was returned to customer and cleared for clinical use.

Event description:
It was reported that during routine check, cardiosave intra-aortic balloon pump (iabp) had battery maintenance test failed. There was no patient involvement.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.